Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient reported multiple allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing device for the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.